Event description:
The patient has two leads (from the same lot). It was reported, the patient has fallen on several occasions. It was also reported, the patient has been experiencing overstimulation, inadequate coverage, and painful back/stomach spasms. The patient was admitted to the hospital due to being in a lot of pain after deactivating stimulation because, it was too strong. The patient was reprogrammed to no avail. X-rays were taken and revealed no anomalies. The patient received prescriptions for her spasms, and will follow-up with her doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.